Manufacturer narrative:
Corrected data: b5 and h6.

Event description:
Information received indicates that patient¿s ipg was explanted during an unrelated procedure. The reason for the explant and date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted on an unknown date. A new ipg was implanted on (B)(6) 2024 to address the issue. Reportedly, therapy was confirmed post op.